Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Device history review: pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria and hemolysis. The impella was positioned shallow potentially the inlet was contacting the mitral valve.